Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber confirmed the reported allegation of fiber not working as analysis identified a fiber body break between the control knob and the distal tip. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. Based on analysis results and information available, it is likely that procedural handling of the device such as excessive manipulation/rough technique contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that this fiber malfunctioned and could no longer be used. The fiber was replaced, and the procedure was completed using the replacement. There were no patient complications. This fiber was returned and analyzed, identifying a break between the control knob and the distal tip.